Event description:
A report was received that the patient was explanted because the pocket site was infected. The patient is reportedly doing well following the procedure. The patient was given oral and IV antibiotics.

Event description:
A report was received that the patient was explanted because the pocket site was infected. The patient is reportedly doing well following the procedure. The patient was given oral and IV antibiotics.

Manufacturer narrative:
Additional information was received that the patient's symptoms included redness, swelling, drainage and a small opening at the pocket site. The physician does not believe the infection was device related, but procedure related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-8216-50, serial: (B)(4), description: artisan surgical lead, 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.